Manufacturer narrative:
Findings: pump was received with blank display due to corroded electronic assembly. Unit had corroded motor home switch. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked belt clip slot at battery tube threads area.

Event description:
A customer reported via phone call indicating that their insulin pump was exposed to ocean water. The customer had a blood glucose level was unknown at the time of the incident. The customer states that there was fluid/moisture under the lcd screen of the insulin pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.